Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after a superficial femoral artery interventional procedure. Reportedly, the first proglide was deployed; however, when the knot pusher was used to advance the knot, the knot prematurely locked and did not advance to the access site to close the artery. The suture was removed and a second proglide device was attempted; however, there was resistance with the tissue track during insertion. The proglide was not deployed and was removed. Hemostasis was achieved with a 6fr angio-seal. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.